Event description:
It was reported that the radio frequency (rf) head presented with no telemetry or intermittent telemetry. The rf head was replaced and the issue was resolved. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).